Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the axium coil was difficult to detach. The patient was undergoing surgery for treatment of a saccular, ruptured aneurysm with a max diameter of 4.5mm and a 4mm neck diameter. The aneurysm was in the right internal carotid artery - posterior communicating artery (ic-pc). It was noted the patient's blood flow was normaland vessel tortuosity was moderate. It was reported that they used 7f load master and 4.2f fubuki, approached the sl10 to the dome part of the aneurysm using a simple t echnique and started coiling. For the second device (the reported product), when trying to detach the coil after placing it, it could not be detached, so the detacher was replaced. However, it also could not be cut, so it was tried to manually detach, but it could not be cut, so the coil was attached without being detached. When the delivery wire was pulled a little to attempt to retrieve the product, the coil was detached in a halfway position. After that, they pushed it with a wire and there was no problem, but they thought the product had a defect. The doctor attempted to detach the coil using an instant detacher 3 times. The doctor attempted to detach the coil using another instant detacher. The second instant detacher used 2 times. There has been 2 attempts at detach manually the coil with the hypotube. There were no problems with the instant detacher and it was discarded. The device was prepared according to the instructions per the IFU. There was no patient injury. Ancillary devices include a 7f sheath, 7f load master guide catheter, sl10 st microcatheter, and chikai 10 guidewire.